Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 27-jul-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and marcaine an unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient's pump had stalled and the healthcare provider (hcp) was not sure why. The manufacturer representative was at her appointment on (B)(6) 2019 and checked the pump status, but stated her pump had stalled. Then her hcp did a dye study on the catheter at her appointment and stated that the catheter was "dry and needed to be replaced". The hcp suggested to do a spinal cord stimulation (scs) trial to see if that worked for her. She had replacement pump surgery scheduled for (B)(6) 2019. No symptoms were reported. The event date was sometime between (B)(6) 2018 and (B)(6) 2019. There were no further complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. On (B)(6) 2019 a physician found the catheter was kinked which was the cause of the halted drug delivery. After unkinking, it was determined to not replace the pump. The patient¿s weight was described as being higher regarding still having edema problems; (B)(6) pounds.